Event description:
The customer's husband called to report that the customer was hospitalized for high and low blood glucose levels. The husband stated that the hospitalization was due to the infusion sets that the customer was wearing at the time. The reported blood glucose reading at the time of the call was 224 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.